Event description:
It was reported that during use of the product, the stopcock separated from the extension set tubing, resulting in blood loss. A blood transfusion was required. There were no further complications.